Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain at the incision site. It was also reported that implantable pulse generator (ipg) pocket was breaking down and the left ventricular (lv) lead showed insulation damage. The ipg was explanted and replaced at a later date. The lv lead was capped. No further patient complications have been reported as a result of this event.